Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ping meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011. The patient reported blood glucose results of "358 mg/dl" with the subject meter and "104 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The cca was advised the patient manages her diabetes with insulin (type/ amount not specified). The patient continued to take her usual dose of medication. About 4 days prior to the start of the alleged issue, the patient claimed she was vomiting. On (B)(6) 2011 at 3pm, the patient went to the emergency room (ER) and obtained a blood glucose result of "388 mg/dl" with the ER device. The patient was administered intravenous (IV) fluids as treatment. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. Although the patient felt that their symptoms did not correlate with the blood glucose results obtained on the reported lfs device, the treatment received from the health care professional (hcp) was consistent with the reported lfs meter results. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.